Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for one week follow-up. High capture thresholds, intermittent capture, and undersensing were noted on the right ventricular lead. The lead was discovered to be dislodged and confirmed by x-ray. A lead revision was attempted but the physician could not get the helix to extend again. The lead was explanted and replaced on (B)(6) 2017. The patient was stable after the procedure.